Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient¿s daughter that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that during the last follow-up on (B)(6) 2016, patient was complaining of shortness of breath and fatigue. The device was found to be functioning normally.